Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the port out of patient's chest, the surgeon noticed two small pieces came off of the green piece. Pieces successfully retrieved. There was no patient injury.